Event description:
A patient underwent a drainage catheter placement procedure using the navarre opti-drain. Post a port placement procedure, it was found that the sure-loktm thread was allegedly found digression. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the complete view of a drainage catheter kept on the product package. The thread was completely noted to be detached from the drainage catheter. Therefore, the investigation is confirmed for the reported thread break and material separation issues for one device and due to the absence of supporting evidence, the investigation is inconclusive for reported thread break and material separation issues for the remaining two devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a drainage catheter placement procedure using the navarre opti-drain. Post a port placement procedure, it was found that the sure-loktm thread was allegedly found digression. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.